Manufacturer narrative:
(B)(4). Date sent: 09/15/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon reported that the stapler would not open. The surgeon was on first firing of distal transaction. The stapler fired and cut, but the release button would not open jaws. More attempts were made to squeeze handle plastic to plastic. The red knife reverse button was pushed and squeezed handle more. The rnfa reported that the firing lever had no resistance when squeezing. The surgeon pulled stapler off tissue. The transection was finished with an endo linear cutter. When placed circular stapler, the surgeon saw that the tissue was not completely stapled. Therefore, he used a powered endocutter to re-staple more distal to the first staple line. The surgeon reported that the staple line was lower than would have been originally, but the new staple line and anastomosis with the circular all looked good. There were no adverse consequences for the patient.